Event description:
An attorney who is also a doctor reported that in 2005, a patient was having an abdominal hysterectomy using force1c. The patient sustained injuries to both feet that were described as burns and blisters on heels that extended lateral and medial. The doctor's review of the operating room record does not indicate any problems with the feet following the procedure but there is no indication that the feet were observed after the procedure. The injuries were apparently not noted till several hours later, but it is not certain if they were noticed in the pacu or in the patient's room. The pre was placed on the right anterior thigh. There is no record if these were rem or non-rem pads. Prior to the procedure the patient was frog-legged for insertion of a foley catheter. The patient was then placed in a supine position for the actual procedure. Podiatrist was in to see the patient after the injury was discovered and offered an opinion that es was the cause.

Manufacturer narrative:
(B) (4). The doctor was calling as an attorney asking information about the force1c generator and electrosurgery. He did not volunteer any information on the location this occurred at or the current status of the generator or patient. The force ic is an isolated generator, directing the current back to the generator via the pad. This generator is now considered obsolete.